Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had co2 not coming, stopped outputting co2, and pressure was not stable/pressure went down. This issue occurred during setup or inspection for use (i.e., during room setup or before the patient was in the room). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection; however, the reported failure of co2 with pressure drops could not be confirmed. Based on the results of the investigation, the phenomenon could not be reproduced and no component failure contributing to its occurrence was identified. Therefore, the cause of this event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.